Event description:
A customer reported that during a study, smoke from an ultrasound system was observed in the room. Service found that the mdi power supply and cord supplying ac overheated and began to smoke at the cord connection. There was no report of injury to the pt as a result of the event.